Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced syncope and presented to the emergency room for evaluation. The patient's pacemaker was evaluated and it was determined that intrinsic r-waves were low, but the device was reportedly not undersensing. No additional adverse patient effects were reported. No interventions were reported and the patient was discharged on a normal follow up schedule. The pacemaker remains in service.